Event description:
Boston scientific received information that this patient has received multiple inappropriate shocks and anti tachycardia pacing (atp) for atrial fibrillation with rapid ventricular response. The boston scientific representative and physician discussed the issue with technical services. Therapy has been exhausted due to the inappropriate therapy. The patient has a rare rhythm that is very difficult for the device to distinguish between supra ventricular tachycardia and true ventricular tachycardia. There appears to be no programming option to assist with the patient's condition. The patient ended up having an av node ablation to assist with the condition. Technical services stated the device was behaving as programmed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.